Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user's hearing performance with the device has gradually decreased to the point that she could only hear loud sounds after a head trauma occurred about a year ago.

Event description:
Reportedly, the user's hearing performance with the device has gradually decreased to the point that she could only hear loud sounds after a head trauma occurred about a year ago.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Further checks are planned but no date has been scheduled yet.